Event description:
International affiliate reports the patient was having an extension of a previous fusion (s1-l5) to l4 due to disease progression. Halfway through insertion of a 7 x 45mm screw, it was reported that the bone was so sclerotic that the tip of the screwdriver was stripped. The driver tip was stripped again and became rounded when during removal of that screw. Tapping had not been performed. A second screwdriver was used with vice grips to tighten the screw and that the tip of that driver was stripped and the threads on the sleeve were damaged. The surgeon tried to insert a 7 x 50 mm screw on the opposite side and had difficulty with the second screwdriver slipping. The screw was removed and a cd legacy system where was used to insert 6 x 45 screws after first tapping onto bone. However, the surgeon continued to experience some difficulty with screw insertion. As a result of the difficulties encountered, the procedure was extended by ninety minutes. There is no report of any adverse consequences to the patient. Concomitant devices: expedium screws, catalog numbers unknown, qty = 2 see mfg medwatch report no. 1526439-2013-26412 for the second driver that was involved in this event.

Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the investigation.

Manufacturer narrative:
(B)(4). The device was evaluated.

Manufacturer narrative:
Visual examination of the returned driver revealed a fracture in the distal tip. No other defects or abnormalities were observed during evaluation of product. A scanning electron microscopy (sem) analysis found evidence of torsional shear plastic deformation indicating the failure started at the hex lobes of the driver. No material defects or other abnormalities were observed in the analysis. Review of the device history record found no discrepancies. No issues were identified during the manufacturing and release of this product that could¿ve been attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A review of the device design failure modes and effects analysis determined that the observed occurrence rate agrees with our internal risk assessment occurrence rate as is deemed broadly acceptable risk. The root cause of the returned fractured driver is undetermined. However, the fracture analysis found evidence of torsional shear plastic deformation, indicating the failure started at the hex lobes of the driver. The noted device evaluation suggests that the driver may have not been fully seated in the screw. Additionally, it was noted that the surgeon did not tap. In the absence of an identified device manufacturing/release issue or observed trend, this complaint will be closed with no further action required.